Event description:
Additional information received from a manufacturer representative. It was reported that regarding the charging malfunction that occurred on the third time, charging instructions were given again during follow-up on(B)(6) 2022, and improvements were made. There was a possibility that there were problems with the charging operation in the past 2 times, but the actual product was "dispatched." The representative later noted that the patient's problem was resolved successfully on(B)(6) 2022 . It seemed that there was a problem with the operation method, and there was a high possibility that the patient's previous devices were normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins) for chronic pain. It was reported that the ins could not be charged anymore suddenly, so a new recharger cord was used and the response was initiated. The same event occurred even after the cord was replaced, so the patient controller was reset once and re-pairing was performed. In that case, it was confirmed that charging and communication were possible, and the response was completed. It charged without any problems, then it could not be charged again, so it was reset and pairing again and charging was not possible. The patient controller was still functioning. It was further reported that the patient controller was paired with a spare ins and charging operation was tested. It was confirmed that charging was possible and failure was not repeated with the spare ins. It was also stated that even if the ins was charged in the same place, it was not charged. It was further reported that the patient controller and recharger were changed three times in total in the past few months however, the patient controller and recharger issue did not seem to resolve. It was thought that there might be some possible issues with the ins. It was also possible it may be the way the patient was using the recharger was causing some damage to the cable; for instance they are pushing the recharger in a certain way against their body or they coil the cable for storage in a way that causes damage.